Manufacturer narrative:
Follow-up #1; date of submission: 11/11/2016. The device has been returned and evaluated by product analysis on 10/21/2016 with the following findings. During investigation, the battery compartment was found to be cracked. Additionally, the pump was returned with evidence of moisture in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and there was no moisture found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.